Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: vnotes event description: [hospital] report from the sales rep via email; the transparent valve of the sleeve fell into the body when the forceps was inserted through the sleeve and was retrieved. This unit will be returned(clear parts only). Intervention: replaced to a hospital inventory new c2a12 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Event description:
Procedure performed: vnotes event description: [hospital] report from the sales rep via email; the transparent valve of the sleeve fell into the body when the forceps was inserted through the sleeve and was retrieved. This unit will be returned(clear parts only). Intervention: replaced to a hospital inventory new c2a12 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the shield, an internal plastic component of the seal, was missing. Based on the condition of the returned unit it is likely that the reported event was caused by an instrument that was inserted or removed through the seal subassembly in a non-axial manner. The instructions for use (IFU) states, ¿all instruments should be centered axially when inserted through the sleeve¿s seal to avoid potential damage to sleeve." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.